Manufacturer narrative:
D4: corrected UDI d6b: added explant date

Manufacturer narrative:
B1, b2, b5 , h1 revised based on the additional information received from the clinical site complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly. D4 revised

Event description:
A 32-year-old male underwent elective placement of an impella 5.5 with smartassist via right axillary surgical arterial access on (B)(6) 2026 at 18:00 for pre-support clinical status consistent with scai shock stage e. The facility reported that on the morning of (B)(6) 2026, the placement signal and waveform briefly disappeared on the automated impella controller (aic) screen but subsequently reappeared without intervention, and no further issues were observed. The patient experienced runs of ventricular tachycardia; device position was assessed by echocardiography and reported to be in good position. Based on the information provided, the brief disappearance of the placement signal and waveform resolved spontaneously, did not recur, and did not require device replacement or removal. The reported ventricular arrhythmias were clinically managed, with device positioning confirmed to be appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the placement signal and the waveform had briefly disappeared and reappeared. No further issues reported. No patient harm reported.

Manufacturer narrative:
B5: added additional information regarding patient outcome. D9: added devices return information.

Event description:
Outcome at explant was survived.